Event description:
The manufacturer received information alleging a ventilator had an oxygen delivery issue. There was no harm or injury reported. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device was recalibrated to address the issue.